Manufacturer narrative:
The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, no device problem could be identified, therefore, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflator's display was not lighting up half of the screen. It was not specified during what type of device usage the reported event occurred. Attempts to follow up for further information were unsuccessful. There was no report of patient injury or medical intervention associated with this event.